Event description:
It was reported that patient had ipg explanted and replaced on (B)(6) 2024 for an unknown reason.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6) . Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.